Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2022. During the procedure, the clip initially did not release from the catheter after the locking mechanism was engaged. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.